Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00977747 case subject: npi 8100 error 260.4130. Account name: carilion roanoke memorial hospital account #: 1646002 asset name: 8100 pump module 9.17.0.22 asset location: contact: tammy mini contact email: tammy.mini@ge.com contact phone: 540-682-6816 contact mobile: patient or user involvement: no patient or user harm: no case description: customer receiving error 260.4130 at device power on (8100, s/n (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer receiving error 260.4130 at device power on (8100, s/n (B)(4)). Explained problematic error for the device. Customer to replace part with known working part to isolate problem fault. Informed customer to inter-change the display board. If this does not correct the problem, customer to inter-change the logic board. Informed customer, if any further concerns and/or issues to give a call back. End call. Ref:_00d30y0yr._5000l1qkguq:ref